Event description:
It was reported that there was air in the patient line during automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the reported event, in initial drain. The technical service representative (tsr) had the hp cycle the power on the hc and end the therapy. The tsr advised the hp to start over with new supplies. During the troubleshooting, it was determined that the patient did not check the line to be fully primed prior to connecting for therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient did not check the line to see if it was properly primed prior to connecting for therapy, which is likely to cause the reported event of air in the line. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.